Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead (rv) lead exhibited a reoccurrence of high pacing impedance and additionally the rv lead also exhibited high capture threshold. No intervention was performed and the patient experienced no consequences.

Event description:
New information received notes the right ventricular (rv) lead presented with clavicular crush. The lead was explanted and replaced in a procedure on 10 dec 2024. Post-procedure there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. No intervention was performed and the patient's condition was unknown.